Event description:
It was reported to aesculap ag that a microspeed uni control unit w/cool.unit (part # gd670) was used during a procedure performed on (B)(6) 2021. According to the complainant, a patient underwent a finger reconstruction using the motor system for the osteotomy. During the osteotomy, the machine generated an eleven (11) error and then the handle stopped running. Troubleshooting was performed according to the product manual, but the fault remained. An alternative motor system was then used to continue the procedure. Reportedly, the failure resulted in the need to perform a second osteotomy. The cut bone failed to achieve the effect expected by the surgeon and resulted in a secondary trauma and additional damage to patient. Furthermore, the equipment had to be replaced halfway through the procedure, which prolonged the surgery, increased the amount of bleeding and the probability of a surgical infection. The complaint device was not returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.